Event description:
It was reported that during surgery, washerloc cortical screw component did not engage the cortex. Upon attempted removal, screw fractured and threaded portion remains in the patient.